Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2500 ohms ventricular lead impedance and no capture at 7.0v, 0.4ms.